Event description:
Two days after insertion, pt's endotracheal tube (ett) was replaced because of an air leak in the existing tube cuff. Four days later, the ett tube was replaced after large percentages of tidal volumes were lost and air could be heard escaping around the ett cuff.